Event description:
Customer had one patient sample which generated discrepant vancomycin results. The integra analyzer resulted 48.5 ug/ml, same sample repeated on dimension analyzer resulted 27.9 ug/ml. Pharmacist chose to use the results generated by the dimension analyzer. Patient was given dosage based on results obtained from the dimension analyzer. As of (B) (6) 2010, the patient is no longer being administered vancomycin. She is still being treated as an outpatient. No adverse events have been reported. Vancomycin reagent lot is 61383801. Investigation is on-going.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device did not seem to provide the usual tissue compression or sealing. There was no excessive bleeding and the surgeon was able to complete the case using the device. There was no adverse consequence to the patient.

Manufacturer narrative:
Three patient samples were provided for investigation. Testing was performed on the cobas integra 400 plus, analytical p module and abbott tdx analyzers. The results did not reflect the extremely high integra 400 plus vancomycin result reported by the customer. Acceptable method correlation has previously been demonstrated. Based on successful calibration and control recoveries in the investigation and the acceptable method correlation data, the investigation concluded the vancomycin application was performing acceptably. The patient was not treated based on the cobas integra 400 plus result.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Info received indicates the bed will not come out of brake.

Manufacturer narrative:
New additional information received 4/13/2010: the customer did not think the integra vancomycin results were incorrect. The results were repeated per the pharmacist request on the dimension analyzer. At the time this patient was being run, they reported the results and the pharmacist "did not like" the results coming from the integra, so he requested the sample be sent to the other lab with the dimension. She asked him why he believed the dimension vancomycin results over the integra results and there was not really a reason other than what his expectation for results were based on dosage. Customer did mention that the dimension results were really high even for the dosage but because they were not as high as the integra, he accepted those results. The patient sample was repeated on the integra and the vancomycin results duplicated well (specific results not provided).